Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to potential myopotential oversensing were observed. Programming changes were made.